Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The user requested for replacement so the fsr replaced the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to fail release testing when tested with lab use only (luo) testing equipment. The epgs was powered on and calibrated successfully, but with the fio2 set to 21% he found the reading on the central control monitor (ccm) to be inaccurate, reading 11%. With a luo oxygen (o2) sensor installed in the suspect epgs, the testing passed and the pst determined the customer o2 sensor did not operate to specification.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the o2 was set to 100% at 5.0 liters per minute (l/min) flow and the external flowmeter stayed accurate and did not change its value. The reading on the central control monitor (ccm) bounced up and down. After two minutes of warm-up the unit passed calibration. The epgs was connected to a vaporizer, though the vaporizer was turned off for calibration.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) oxygen (o2) was shifting up and down from 60% to 100%. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cpb whereby the epgs o2 was bouncing up and down from 60% to 100%. The product was not changed out. There was no delay or blood loss, and the surgery was completed successfully. The unit was subsequently removed and reinstalled, noting a possible loose connection, with no problems since.

Manufacturer narrative:
The service repair technician (srt) set both the oxygen (o2) and air to 50 pounds per square inch (psi). The results on the central control monitor (ccm) were out of range for fraction of inspired oxygen (fio2). A message appeared on the ccm 'calibrate o2 analyzer'. The srt observed that the fio2 was fluctuating. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per supplier evaluation, it was found that the output voltage of the oxygen sensor was higher than the specified limit. Internal observations concluded that a gas bubble in close contact to the cathode was responsible for the occurred failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.